Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and one month following the implant of this transcatheter pulmonary bio prosthetic valve, a second valve was implanted for an unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the second valve was implanted valve-in-valve due to outgrowth as recoil would not allow further expansion. If information is provided in the future, a supplemental report will be issued.